Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle is causing the rubber stopper on medication vials to core. To aid in the investigation, one hundred samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The photo provided shows two packaging blister top webs and three vial rubber stoppers. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 4178014. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material #:305180. Batch#:4178014. It was reported by customer that the needle is causing the rubber stopper on medication vials to core, resulting in pieces of rubber being transferred into the syringe. This poses a potential patient safety risk. Verbatim: dr. (B)(6), chief of the department of anesthesia at (B)(6), raised a concern regarding the bd blunt fill needles (ref: 305180). The clinical team observed that the needle is causing the rubber stopper on medication vials to core, resulting in pieces of rubber being transferred into the syringe. This poses a potential patient safety risk.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.